Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -5.0/+1.0/78 (sphere/cylinder/axis)into the patient's left eye (os) on (B)(6) 2023. The patient experienced pupil ovalisation, pigment dispersion and medication was prescribed. On (B)(6) 2023 the lens was exchanged with the same mode, shorter length lens and the problem was resolved. Reportedly "case resolved, va and vaulting is good, iop stable with 2 antiglaucoma drops. Dr. Will monitor." The reporter indicated the cause of the event was unknown. H6: health effect- clinical code: "4581- pupil ovalisation and pigment dispersion " should be added. H6: health effect- impact code: "4629" and "4644" should be added. "2199" should be removed. H6: medical device problem code: "3189" should be removed and "2993" should be added. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -5.50/1.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023. Oval shape pupil at temporal was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - health effect clinical code 4581: oval shape pupil at temporal. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).